Event description:
It was reported that the user received a low glucose alert at 82 mg/dl and subsequently consumed a carbohydrate-heavy meal; no device alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included no reported clinical effects, as the user stated they typically feel only mild effects below 50 mg/dl. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included user interview and product-use review. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with user-reported hypoglycemia concern without corroborated symptomatic hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.